Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2018. According to the complainant, two capio sutures were used during the procedure. Reportedly, the second arm of the first capio suture failed to deploy. They re-cleaned the capio handle, and reloaded the suture, but it still did not work. A second capio suture was opened but it also did not deploy and did not "reconnect to the capio handle." Furthermore, it was reported that the device was disposed of in contaminated waste due to the patient being infected and for this reason, the device will not be returned. It could not be determined from the information available whether or not the infection was related to the device or procedure, therefore this event has been deemed reportable. The procedure was completed with another capio slim device and a third capio suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.